Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete device information. The implant date is unknown.

Event description:
It is unknown which extension was explanted. Hence, both extensions are being reported.

Manufacturer narrative:
Corrected data:b5 - describe event or problem.

Event description:
Additional information received indicates that two 3186 leads were explanted and an extension was explanted, patient did not have 3156 leads. The 3186 leads and extension were implanted in (B)(6) 2009 (exact date unknown).

Manufacturer narrative:
The reported event of high impedance was confirmed. Return octrode lead body had a kink with all internal wires broken which can cause the reported event. The cause of the fracture is consistent with an overstress condition or sudden event the lead was subjected while in vivo.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete device information. Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided.

Event description:
Related manufacturer reference number: 1627487-2021-13425, related manufacturer reference number: 1627487-2021-13487, related manufacturer reference number: 1627487-2021-13488, related manufacturer reference number: 1627487-2021-13576. It was reported that during an ipg replacement procedure (manufacturer report number: 1627487-2021-13477) intraoperative impedance testing revealed high impedance across the leads. As such, the leads and extension were explanted and replaced to address the issue. Reportedly, therapy was confirmed post operatively.